Event description:
It was reported that the patient experienced stimulation in the wrong location. The day of reported event the patient tried to increase stimulation and when she did that the stimulation felt in the wrong location. Her doctor said to contact the manufacturer representative. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va00q8j, implanted: (B)(6) 2012, product type: lead. (B)(4).